Event description:
Reporter stated that a softclix lancet broke off in patient's finger. Patient reportedly sought treatment at physician's office; however, no details of treatment received were provided. The manufacturer requested the return of the suspect product for evaluation.